Event description:
Pt reported that their fasttake meter was reading inaccurately high and that emergency services had to be contacted due to that. Medical affairs specialist called and left a message on the pt's answering machine in 2004. Pt did not respond to that. Per the initial info provided by the pt, pt tested on their meter with a result of 500 mg/dl at 6:30pm in 2004. Pt did not retest after that. Pt went to work at 1pm and tested their blood glucose with a result of "444 mg/dl or 404 mg/dl." They took 15 units of insulin (unk type and if taken based on that result). Pt then passed out and paramedics were called. The emt meter read "less than 20." Pt was given glucose. Pt was also tested on their meter with a result between 400 mg/dl to 500 mg/dl. During troubleshooting, it was discovered that the pt's testing technique was incorrect. There was no further clinical info. A letter is sent to the pt to try and contact them.